Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: weight to the spec, crease fold, deformation, wear abrasion. Cloudy and bubbles were observed after autoclave disinfection process. Based on the device analysis the final assessment is: - no issues found related with the manufacturing process. - no openings or issues related to rupture device were observed. - during the analysis was observed crease fold however not is considered workmanship because the device was implanted. And it was received without its original sealed packaging. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: capsular contracture, baker grade "v" and rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. . These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported a right side capsular contracture baker grade "v," "creases" and "hole, non-specific." Device has been explanted.